Event description:
It was reported that on (B)(6) 2011 an absolute stent was successfully implanted in a distal, right superficial femoral artery. The patient presented to the emergency room department on (B)(6) 2012 with symptoms of right leg and right foot pain. An angiogram was done and found the absolute stent was fractured and fragments were diffusely through out the patients vascular system. It was decided to not take the patient to surgery and to just monitor the patient for any issues. Reportedly, the patient is doing well, except occasional pains in the right leg and right foot. A graft bypass was completed many years ago and the absolute stent was placed to treat a lesion in the graft bypass in the distal, right superficial femoral artery. Reportedly, over time the absolute stent formed a thrombus and is now being treated with an anticoagulant, plavix. The physician is also monitoring the patient's claudication issues at this time. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.